Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) setting displayed "all zeroes" and the language was in spanish during power up. Troubleshooting found that the batter voltage was low. Once the battery was replaced, the issue was resolved. The epg remains in use. There was no patient involvement.